Manufacturer narrative:
Review of DHR for lot 15893712 revealed no anomalies that are related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The galaxy coil (640cf0306/15893712) was stretched during inserting into the target aneurysm.

Manufacturer narrative:
This report was a duplicate of MFR. Report # 3008264254-2014-20010. Please refer to information in that report as the product catalog and lot number and investigation are captured under that report.